Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing records for the reported batch have been reviewed and no issues or discrepancies were found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2011-01473 and 2134265-2011-01474. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion #1 was located in the mid right coronary artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 32.0 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Lesion #2 was located in the distal right coronary artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day with a planned staged procedure of the left anterior descending (lad) artery 7 days later. Lesion #3 was located in the mid left anterior descending artery with 75% stenosis and was 36 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stenting using a 3.0 x 38 mm taxus liberte stent with 0% residual stenosis. The right posterior descending artery was treated with angioplasty during this procedure. The patient was discharged the next day on aspirin and prasugrel. On 61 days post index procedure, the patient presented to the emergency room with chest pain. Troponin was elevated and the site reported an myocardial infarction (peak troponin= 6.6 ng/ml, uln= 1.5 ng/ml). Cardiac catheterization was recommended. The next day the diagonal vessel was treated with balloon angioplasty, but had a persistent lesion following intervention. A 2.5 x 12 mm promus stent was deployed at 12 atm in the ostium of the diagonal vessel. Following deployment of this stent, it was noted that there was a "ring lesion around the ostium where there was insufficient scaffolding to hold up the ostial lesion". Extensive angioplasty was performed and due to plaque shift and stent shifting in the lad, kissing technique was performed. During the kissing technique, an attempt to place a 3.0 x 15 mm apex balloon was unsuccessful due to the balloon failing to cross the lesion. A choice pt wire was advanced down the lad and kissing technique was performed with a 3.0 x 15 mm apex in the lad at 16 atm and a 2.5 apex in the diagonal at 10 atm. Following kissing technique, it was noted that there remained a persistent ring around the ostium of the diagonal vessel. An attempt was made to place a 2.5 x 8 mm promus stent, however, it would not cross the lesion. At this point the procedure was terminated. The patient was discharged the next day on aspirin and prasugrel.